Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number, ar-503-tttg and lot number 108761204 combination found no related information. Device reported discarded by facility.

Event description:
It was reported that on (B)(6) 2013 a patient underwent a bilateral tka procedure. On (B)(6) 2017 the surgeon performed a revision left tka due to tibial loosening. During the revision procedure the surgeon explanted the tibial tray ar-503-tttg, lot 108761204 ((B)(4)), and bearing implant, ar-503-bg08, lot 654433 ((B)(4)). To complete the procedure the surgeon implanted the following arthrex devices: tibial tray, ar-513-t7, lot 10024600, bearing implant, ar-513-bh18, lot 113601405 and stem extension implant, ar-513-1450, lot 10024600. Patient was a male, (B)(6). Additional information from patient medical records: on (B)(6) 2014: assessment - ankylosis of left knee, effusion of lower leg joint. Patient has some play in knee but not enough for surgery at time of notation. On (B)(6) 2015: patient has laxity in left knee. Examination of the left knee demonstrated swelling. Palpation of the left knee demonstrated inferior pole patella tenderness, medial and lateral joint line tenderness and pain with flexion. On (B)(6) 2016: x-ray findings left knee, prosthesis in place in proper anatomical alignment without rotation, loosening, or stress shielding.